Event description:
It was reported that the patient underwent a gynecological procedure (B)(6) 2004 and mesh was used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted due to pelvic organ prolapse. The patient experienced pain, mesh erosion,protrusion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, bleeding, recurrence, dyspareunia, neuromuscular problems, vaginal scarring/shrinkage, and has undergone additional surgeries and revisionary procedures. It was reported that the patient experienced vaginal granulation tissue and underwent mesh revision on 11/08/2004. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.